Manufacturer narrative:
It was reported that the tibial impactor head broke on the last impaction of the baseplate. The tibial implant was properly seated and the surgery continued as planned. There were no adverse effects to the patient. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the tibial impactor head broke on the last impaction of the baseplate. The tibial implant was properly seated and the surgery continued as planned. There were no adverse effects to the patient.